Event description:
The recipient reportedly experienced loss of lock. External programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was sliced at the electrode lead as well as the top cover region. In addition, a dent on the bottom cover was revealed. Ths is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed the electrical test performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was sliced at the electrode lead as well as the top cover region. This is believed to have occurred during revision surgery. In addition, a dent on the bottom cover was revealed, which is consistent with the trauma reported. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical test performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed a crack on the seam weld. This is due to the dent on the bottom cover which is consistent with the trauma reported. The internal visual inspection noted silver migration between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, dye penetrant test data, and internal visual inspection it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the silastic over mold was sliced at the electrode lead as well as the top cover region. In addition, a dent on the bottom cover was revealed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical test performed. The device failed the residual gas analysis test. This is an interim report.